Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not saved. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: approximately 5 ml of chemotherapy was spilled. The chemotherapy involved was rituximab. The therapy had been running for about 2 hours when discovered. During a follow up call with the end user, it was stated that no chemo drug came into contact with patient or nurse's skin (that we are aware of at this point).